Manufacturer narrative:
(B)(4)..

Event description:
It was reported that "gaps" within the readings occured. Data was evaluated and the allegation was confirmed. The root cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.